Event description:
It was reported that the customer experienced extreme pain after inserting the sensor. It was stated that the customer had to seek medical attention, and was told that the sensor had pierced the muscle in the abdomen, causing the site to bleed. It was also stated that the customer was taking blood thinners. Advised to always change the sensor when experiencing pain. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.